Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing due to premature ventricular contractions (pvc) and noise was noted. The device remains in use. No patient complications have been reported as a result of this event.